Manufacturer narrative:
The referenced prior gastrointestinal bleed was reported under this medwatch MFR report. Approximate age of device - 1 year, 4 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient endorsed shortness of breath that began the previous event while sleeping and woke the patient up from sleep. In the emergency room the patient was found to be more anemic than normal. The patient confirmed having normal bowel movements though has poor vision and cannot tell if there is blood in the stool or not. The patient denied any lvad alarms, or difficulty with the percutaneous lead (driveline), syncope, dizziness, chest pain, nausea, vomiting, or lower extremity edema. The anemia was presumed to be a gastrointestinal bleed (gi) consistent with prior gi bleeds. Aspirin and warfarin will be held. The patient was transfused with one packed red blood cells over a 24 hour period. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: additional information was received from the vad coordinator. Upon admission on (B)(6) 2018, the patient reported for the past 7 days having worsening symptoms of tiredness and shortness of breath along with chest tightness which the patient experiences during episodes of fluid overload. In the emergency room, hemoglobin was also found to be lower than the prior baseline. Hemoglobin: 7 gm/dl low (B)(6) 2018 and hemocrit: 25.6 % low (B)(6) 2018. The patient underwent enteroscopy without evidence of active bleeding lesions and mild gastritis. Anticoagulation was stopped for a few days and was resumed once hemoglobin and hematocrit was stable. No setting changes were made during this hospitalization. There was no complications suspected from lvad. The patient was discharged on (B)(6) 2018, stable, anticoagulation was restarted. The patient will follow up in vad clinic.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received (B)(6) 2019 that the patient has been suffering from chronic shortness of breath.